Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a large ventricle. During the implantable pacing lead (ipl) implant procedure, the patient experienced serious tricuspid valve regurgitation and placement difficulty encountered. The ipl was removed and replaced with a different lead. No further patient complications have been reported as a result of this event.